Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the inflation, the balloon burst due to severe calcification. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: fg maverick 2 mr, 2.00mm x 15mm, catheter was returned for analysis. Visual, tactile and microscopic analysis, and leakage testing was performed on the device. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination identified no kinks or damages in shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The device was successfully inflated to its rated bust pressure of 12 atmospheres with no leaks. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the bumper tip showed no signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the inflation, the balloon burst due to severe calcification. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post-procedure.